Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 100 units of insulin during the load sequence. A new cartridge did not resolve the issue. Customer¿s blood glucose level was 246 - 266 mg/dl. The customer reverted to an alternate form of insulin therapy. It was also reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly, the altitude alarm was cleared after removing any obstruction and cleaning the speaker holes.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.